Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement, and active current measurement tests. After further review of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, plus there's rust inside the motor end plate.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they insulin pump received critical pump error image on the screen. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.